Manufacturer narrative:
Additional information: section d9 & h6. Investigation summary: this complaint was received from a home health nurse regarding an express mini 500 drain (p/n 16400). The drain had been sent home on a patient several days prior and no issues with the functionality of the drain were mentioned. They were concerned that the check mark (vacuum indicator) on the drain was switching between white and grey, although they stated that they thought the drain was functioning normally. The getinge representative was able to verify with the nurse that the change in visibility of the check mark coincided with the patient's breathing, which is normal and expected. The nurse was appreciative of the assistance and had no further concerns. The lot number was not provided so a review of complaints for the lot, DHR, incoming inspection records, and ncrs involving the lot could not be completed. No changes to the design of the device were identified that would be related to these complaints. The IFU contains adequate instructions for how to properly set up and use the device. The IFU of express mini 500 devices manufactured between 3/22/2023 and 11/18/2023 contained an interim label which precautions that the device is intended for use by trained healthcare providers and should not be used in an outpatient setting. Devices manufactured from 11/18/2023 to the present include that information in the IFU. The lot number/manufacturing date of this device is not known so it is also not known which instructions were available with this drain, however all getinge customers were sent a notification in march 2023 of the change in precautions for express mini 500 devices. The information that this device is meant to be used by healthcare providers and not in an outpatient setting should have been available to the hospital that provided the drain to the patient. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No new excursions were identified involving this complaint. A complaint history review was completed which found 54 complaints involving outpatient use. Because this complaint does not allege a device malfunction and was an inquiry about the interpretation of the device, the complaint is confirmed. A device nonconformance is not confirmed. The root-cause of this complaint is user error due to the use of the device in an unintended environment. There is an ongoing CAPA related to outpatient usage of the express mini drains. H3 other text: device not available for return.

Event description:
N/a.

Event description:
A home health nurse, called for support with an atrium express mini being used on one of her patient's who was sent home with the drain several days prior. She had questions regarding the check mark intermittently going from white to gray but felt like this was normal. I agreed and verified that the check mark was changing with the patient's respirations which she verified. She was very appreciative of the support and has my contact for any further questions.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.